Event description:
It was reported that at implant the lead was not stable in the coronary sinus vein. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found.